Manufacturer narrative:
Section b5: additional information. Manufacturer's investigation conclusion: the reported inflow cannula malpositioning could not be confirmed through this evaluation as no images were provided and a direct relationship between the device and the reported ventricular tachycardia could not be conclusively determined through this evaluation. Additionally, the reported low flow alarms could not be confirmed as no log files were submitted. Multiple attempts for additional information were requested from the customer; however, no further information was provided. The patient remains ongoing on vad support. The hm3 lvas IFU warns that care should be taken to avoid orienting the inlet towards the interventricular septum as pump function will be compromised in the presence of inlet obstruction. The IFU also outlines the steps to adjust the orientation of the pump. The IFU explains that device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. The IFU provides information about the pump flow display and the low flow hazard alarm. The IFU states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. This document also describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: patient denied any symptoms prior to the ICD shock, specifically dizziness, lightheadedness, fatigue, presyncope, chest pain, and palpitations. The patient stated that they were unaware they were in ventricular tachycardia until the ICD shock occurred.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide # (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on: (B)(6) 2018. It was reported that the patient experienced an implantable cardioverter-defibrillator (ICD) shock on (B)(6) 2019 and again on (B)(6) 2019. The patient presented to the electrophysiology (ep) clinic for device interrogation that confirmed appropriate shock for ventricular tachycardia(vt) and the patient was therefore referred for admission for consideration of vt ablation. During sedation for ablation procedure, low flow alarms were observed so no ablation was performed. On review of transthoracic echocardiogram (tte) imaging the patient was noted to have a small left ventricular cavity with frequent cannula interaction with septum. The lvad speed was decreased and the left ventricle(lv) lead of the ICD was turned off. The lv lead of the pacemaker was turned off to allow better lv filling and to decrease cause for mechanical vt. On (B)(6) 2019 the patient was discharged on propanolol and mexiletine. The patient had no vt during admission. No additional information was provided.